Event description:
It was reported that the patient's symptoms had worsen over the past week, with the patient being stiff and having a shuffling gait. It was reported that the stimulation was unable to be adjusted. A "call your doctor" icon and power on reset condition were also report. Subsequently, the power on reset message was cleared. The patient's symptoms were reported to have improved following clearing of the power on reset message. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger: model 37651, serial #unknown.